Event description:
Edwards received information that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately seven (7) years, and was replaced by another edwards aortic valve. Follow up with the healthcare provider indicates this valve was explanted due to prosthetic aortic valve stenosis with moderate regurgitation. Also noted that this patient underwent first mitral valve replacement due to rheumatic mitral stenosis during the same surgery. Operative report findings indicate, " severely calcified and stenotic leaflets on the bioprosthetic valve and calcified anterior leaflet of the [native] mitral valve with relatively pliable posterior leaflet."

Manufacturer narrative:
Report of an explanted aortic bioprosthetic valve seven (7) years post implant, due to calcification, stenosis and regurgitation. The explanted device was not returned to edwards for evaluation, therefore, the reported calcification cannot be confirmed. However, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event. No further action is required at this time.